Event description:
Event description cpi received information that difficulty was experienced when the physician tried to establish telemetry with the implantable pulse generator (ipg). The ipg is implanted in the same side as an implantable cardioverter defibrillator (ICD). Model 1230 ipg's are contraindicated for implantation with an ICD system if programmed unipolar.